Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 15:07:32. During night drain cycle five, the patient's ultrafiltration reading was 528ml, indicating the home patient (hp) drained 528ml more than their maximum programmed fill volume of 500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 528 ml during therapy initiated on (B)(6) 2011 15:07:32, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 5 received a partial fill. Cycle 5 drain was completed on (B)(6) 2011 at 15:46:14 and the user's actual drain volume during cycle 5 was 533 ml. The actual drain volume of 533 ml is 106.6% of largest prescribed fill volume (lpfv) of 500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.